Manufacturer narrative:
Exact date unknown, event occurred over a year ago.

Event description:
It was reported that the patient had difficulty charging the ipg and had discomfort due to the ipg shifted over close to the patients spine. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted ipg was not returned.